Event description:
The event is reported as: complaint description: the stapler jammed during use in the procedure because staples were not aligned properly. The event caused no harm to the patient.

Manufacturer narrative:
Per device history report (DHR), investigation did not show issues related to this complaint.